Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of multiple questionable thyroid results for 1 patient tested on a cobas 8000 e 801 module. From the data provided, a reportable malfunction was provided for elecsys tsh assay, elecsys ft3 iii, and elecsys ft4 iii assay. The initial tsh result was 0.0363 uiu/ml. The initial ft3 iii result was 1.08 pg/ml the initial ft4 iii result was 0.0388 ng/dl with a data alarm. The initial results were reported outside of the laboratory but were questioned by the physician who requested another blood draw sample to be tested. The results from the new sample were stated to be completely different to the results from the initial sample. The exact values were not provided. The initial patient sample was tested on another analyzer. The tsh result was 2.69 uiu/ml. The ft3 iii result was 3.29 pg/ml. The ft4 iii result was 1.36 ng/dl. There was no allegation of an adverse event. The tsh reagent lot was 36541700 with an expiration date of 29-feb-2020. The ft3 iii reagent lot was 34835900 with an expiration date of 31-oct-2019 the ft4 iii reagent lot information was requested but was not provided. The provided qc data had acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.